Manufacturer narrative:
Device was received with pump error 35 alarm and critical pump error (open book image) alarm during testing due to out of spec force sensor zero offset

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received a broken force sensor error. Customer¿s blood glucose level was unknown. Customer reported that they received critical pump error. Customer reported that they received open book error image on screen. The insulin pump will be returned for analysis.